Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to front panel light emitting diode failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the device maintenance.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dots on the display don¿t light up when using the high flow insufflation unit. There was no patient harm associated with the event.